Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 9.0 cm from the proximal end of the pusher assembly. The pusher assembly was fractured approximately 69.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the device revealed the embolization coil was detached from the pusher assembly within the introducer sheath and the pusher assembly was fractured. Forgetting to flush the catheter before advancing the reported coil may have contributed to the resistance experienced by the physician. A forceful attempt to retract the embolization coil against this resistance may have caused the pusher assembly to become damaged and fracture. A fractured pusher assembly may cause the pull wire to retract out of the distal detachment tip (ddt), allowing the embolization coil to detach. Further evaluation revealed the pusher assembly was kinked in the proximal region. These kinks were likely incidental and may have occurred due to improper handling during packaging the device for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, the physician successfully deployed and detached 10 ruby coils in the aneurysm through a non-penumbra microcatheter. While advancing the eleventh ruby coil, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter. The physician then used a syringe and negative pressure to flush the detached ruby coil out of the microcatheter. The physician mentioned not flushing the microcatheter before attempting to advance this ruby coil. The procedure was completed using five new ruby coils and the same non-penumbra microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and although the physician did not maintain continuous flush, manual flush was performed after each ruby coil. There was no report of an adverse effect to the patient.